Event description:
Ous MDR - on (B)(6) 2019, the patient felt bradycardia, dyspnea and dizziness and went to the hospital. The pacemaker was found at eri status and was replaced. The symptoms of the patient disappeared after the device was replaced.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data were analyzed thoroughly. The analysis revealed that the pacemaker activated the battery status eri on (B)(6) 2016. Further analysis showed that the pacemaker was programmed to vvi 60 bpm with a pulse amplitude of 4.8 v and 1.0 ms. This represents a high current program, which results in a faster discharge of the battery. The last regular follow-up was on (B)(6) 2013. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The battery status eri was already triggered in the year 2016 most likely as a result of programmed high current parameters. If further information or the device itself become available this report will be updated.